Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the swivel mechanism of their affiniti 70 ultrasound system¿s control panel would not remain in a locked position. It is unknown if the system was being transported within the user facility when this issue was discovered. The control panel articulation arm assembly was replaced to repair the system. No patient or user was reported to be harmed as a result of the issue.

Manufacturer narrative:
The customer replied this issue was discovered while the system was stationary and did not involve a horizonal control panel lock failure. The system¿s control panel would not move vertically, there was no free movement. Therefore, this issue did not pose any additional risk to the user or patient. The control panel articulation arm assembly was replaced to resolve the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post repair.

Event description:
A customer reported the swivel mechanism of their affiniti 70 ultrasound system¿s control panel would not remain in a locked position. It is unknown if the system was being transported within the user facility when this issue was discovered. The control panel articulation arm assembly was replaced to repair the system. No patient or user was reported to be harmed as a result of the issue.